Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is preventable by handling the device in accordance with the following instructions for use (IFU): "4.2 insertion" the IFU of the device states on suctioning solid and/or thick material as follows: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the channel of the evis lucera elite colonovideoscope was leaking. The issue occurred when preparing the scope for use. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material coming out of the suction cylinder. The report is being submitted due to foreign material in the suction channel found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and liquid was leaking from the channel. Also, evaluation found angulation in the up direction was out of standard value due to worn angle wire, the gap of the up/down knob was out of standard due to a worn angle wire, the suction valve was crumpled due to blockage of the suction cylinder, the bending section cover adhesive was broken, switch #3 was broken, the coating of the universal code was peeled off, the protector of the scope connector was chipped, and the universal code was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.